Event description:
It was reported that pump insulin gauge displayed amount different than expected and showed a current fill estimate of 0 units. There was no reported impact to the customer¿s blood glucose level. Customer and technical support determined that fill estimate discrepancy was related to alert or alarm condition, and no additional corrective actions or outcomes were documented. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.